Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) displayed, "system error, out of service, revert to manual CPR," error message was confirmed based on a review of the archive data, and during the functional testing. The root cause of the reported complaint was due to a communication error between the drivetrain motor, and the processor board. Unrelated to the reported complaint, a damaged front, and bottom enclosures were observed during visual inspection. The front and bottom enclosures were replaced to address the issue. This type of physical damage found during visual inspection is characteristic of user mishandling. As part of routine service during testing, the platform was examined and unrelated to the reported complaint, the encoder drive shaft does not rotate smoothly, exhibits binding, and resistance. The sticky clutch plate requires deburring to remedy the issue. This type of drive shaft issue is the characteristics of normal wear and tear of the device. The autopulse platform failed initial functional testing due to the, "system error, out of service, revert to manual CPR," error message displayed upon powering on. The archive data review showed the occurrence of system error 132 (internal watchdog timeout) on the reported complaint date. The platform was connected to the autopulse vision software to clear the system error 132. Following the service repair, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse platform with serial number (B)(4).

Event description:
During the shift check, the autopulse platform (sn 34116) displayed "system error, out of service, revert to manual CPR " error message. No patient involvement.